Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a post market vigilance instrument. The reload was applied to test media, all staples were placed and the test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the thoracotomy procedure, the surgeon pushed the green button and tried to fire the device for the first firing, however could not be fired. Replaced by a new cartridge and the firing was completed with no problem. No harm was caused to the patient.